Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the angle of insertion to the right atrial (ra) was tight, a pigtail catheter was inserted into the introducer and when fluoroscopy was used to operate the pigtail, air was mixed in the heart. Intracardiac air contamination was confirmed via fluoroscopy. Air stopped after some time. However; the physician was concerned and the introducer weas attempted/not used. The patients vitals were not disturbed and the physician believed the difference in diameter between the introducer and the pigtail and the pigtail catheter, and the negative pressure that may be applied during breathing may be caused by several factors such as air contamination, but may also be caused by the insertion of the pigtail catheter.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer and the dilator were returned and analyzed. No anomalies were found. The analyst noted visual inspection of the introducer sheath and the dilator were performed, no anomalies were found. The dilator insertion test was performed. While flushing, the dilator was able to pass through out the introducer sheath, no resistance or leaking was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.